Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the volume on the pump was not as loud as the customer's previous pump. Tandem technical support instructed the customer to trigger a button alarm to ensure the sound was working; customer confirmed that the alarm was heard. The customer's blood glucose level was 186 mg/dl.